Event description:
Us complainant reported the patient was on impella support when the automated impella controller (aic) had placement signal issues reported. Echocardiogram was performed to check placement of pump. Motor current remained pulsatile and flows were appropriate for level of support. Support continued. No serious patient harm or injury.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. Device analysis: the console (B)(6) was sent back to field service for further investigation. The reported complaint could not be reproduced. Visible light was detected from the optical pump connector in the console, and "5s" parameter testing confirmed that the optical system was within specification. Please see the attached test_cavity.jpg and connector.jpg. Root cause: the root cause for the reported placement signal not reliable (opm invalid signal, optical pump connected]) - alarm issued and controller error (defective optical sensor lamp) was most likely due to the defecting optical bench or the lamp assembly. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. Please refer to DHR checklist for indication of: "complaint: (B)(4): controller error (defective optical sensor lamp) and lamp assembly was changed." Corrective actions: before returning the console to the customer, the following actions are instructed to perform: replace the optical bench (0042-1012). Perform a full functional check on the console and optical system (0042-7316). All pertinent information available to abiomed has been submitted at this time.